Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged moisture damage and frozen display on event date (B)(6) 2021. Device received with a blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thump due to blank display. Device was cut open to perform visual inspection and found moisture damage on pcba1, pcba2, force sensor and motor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube), corroded battery tube and battery tube threads - cracked. Blank display confirmed due to excessive moisture damage on pcb1, pcb2, force sensor and motor. Device failed to download history files and traces due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after receiving new battery cap. Customer got a replace battery now alarm. Customer got a failed battery alarm after inserting new battery. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Customer stated that the display did not return after insulin pump restart. Moisture was present in battery compartment. No harm requiring medical intervention was reported. The device will not be returned for analysis.